Event description:
A talent thoracic graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm 3.5 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the aneurysm had started to encroach the proximal portion of the stent graft indicating there was aneurysm expansion without the presence of an endoleak noted. The left subclavian and the left carotid were covered followed by an innominate to carotid bypass. Another manufacturer's cuff implanted proximally; however, there was a type "a" dissection. The dissection was surgically repaired with a conventional graft which was sewed onto the other manufacturer's stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results: aneurysm expansion; arterial trauma/dissection; another manufacturer's stent graft resulted in the dissection.